Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman implant procedure to treat non-valvular atrial fibrillation, a versacross connect kit (part and lot unknown) was selected for use. The staff suspect that the versacross wire may have caused the small perforation in the left atrium. Device were deployed with one deployment and no recaptures. It was reported that staff do not believe the device caused the perforation. A small effusion was noted using ice (abbott). Device was deployed and effusion was discovered after deployment during final sweep. It is unknown when during the procedure pericardial effusion occurred, they suspect after the transseptal but not "during" transseptal. Pericardial tap surgery was required to mend the effusion found at the base of the left atrial appendage. Patient was admitted to hospital beyond standard of care and was discharged from hospital.